Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was stretched approximately 140.0 cm from the hub. The stretched segment of the 3max was approximately 8.0 cm long. The 3max was fractured approximately 148.0 cm from the hub. The segment of the 3max distal to the fracture was not returned for evaluation. Conclusions: evaluation of the returned devices revealed the 3max and penumbra system ace 64 reperfusion catheter (ace 64) were stretched, and the 3max was fractured. This damage likely occurred due to forceful retraction of the devices against resistance. The segment of the 3max distal to the fracture was not returned for evaluation. Further evaluation revealed the ace64 and neuron max 088 (neuron max) were kinked. Kinking damage typically occurs due to forceful manipulation of a catheter against resistance. The kinks found in the ace64 and neuron max distal shafts likely contributed to resistance during the retraction of the 3max, which likely contributed to stretching and fracture. The tortuous patient anatomy noted in the complaint may have also contributed to resistance during manipulation of the catheters. The non-penumbra microcatheter and stent retriever mentioned in the complaint were not returned for evaluation. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00393, 3005168196-2016-00405.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a neuron max 088 delivery microcatheter, penumbra system 5max ace 64 reperfusion catheter (ace64), and a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician was able to advance the 3max catheter to the stenosis; however, the ace64 would not advance further than the beginning of the m1 due to the internal carotid artery being elongated with kinking. The 3max was then withdrawn from the patient without a problem or resistance. Another manufacturer's microcatheter and stent retriever were used. After a few minutes of aspirating with the ace64 and the stent retriever, there was no extraction of thrombus and the stenosis remained the same. At this time, a foreign material was noted in the mca (m1) which was believed to have been a result of external overlay. The physician attempted to remove the unknown foreign material by retracting the stent retriever and performing aspiration, but this was unsuccessful and it caused the foreign material to dislocate further into the superior truncus of the mca. After unsuccessful attempts to remove the stenosis as well as the foreign material, the procedure was stopped. Upon examination of the catheters used during this procedure, it was discovered that the foreign material in the patient was the tip of the 3max catheter. The patient remained hemiplegic and soporific after the procedure. Follow up computerized tomography (CT) scans revealed infarct-demarcation in the middle to posterior mca-territories (post-stenotic area), in the posterior insula and in lateral parts of the basal ganglia, but not in the anterior mca-territory (where the broken tip had dislocated to). It was reported that the patient was awake, depressive and not aphasic.